Manufacturer narrative:
Secondary FDA product code is gcj manufacturer narrative: the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias5-120lp device was being used during a lap hysterectomy on (B)(6) 2020 when the obturator separated from the handle. All pieces of the device were retrieved from the patient. This caused a 5-minute delay in the procedure; however, the procedure was completed with no report of injury, medical intervention or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned for evaluation to date however the provided photographic evidence exhibits the reported event. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are two complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 16 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. The IFU also advises the user to ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port's tip away from significant vessels and organs. Do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.